Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker replaced the device's power pcb assembly and power pcb cable. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.